Event description:
Supply, processing, distribution technician was breaking down a just-expired kit to remove pharmaceuticals and sharps prior to discarding in general trash. Technician observed that the 20 french tube was sliced approximately 3/4 of the way across the tube (i.e. Roughly perpendicular to the long axis of the tube.)note that this kit had just been opened prior to disposal. No prior handling had happened. This was a sterile, single use product. It was defective when released from manufacturer's qc, quality check.